Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported incorrect raytec sponges, 9 instead of 10 counts.